Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they would have the equipment connected and the implantable neurostimulator (ins) would start charging, but the other day they were lying in bed trying to recharge the ins for two hours and it seemed like the charge was going down. Pt said that the controller kept going off when they were not even moving and the charging quality would be excellent but out of nowhere the controller would say recharging needs attention and then no device found. Patient services (pss) had the pt inspect the recharger; pt saw no apparent damage; pt said that they took care of the equipment and were gentle with the equipment. Pt said that the recharger would get really warm when recharging the ins and it was not the normal warm. Pt confirmed that there were no issues recharging the controller from the power supply. Pt noted that they recharged the ins every day and that they would charging the controller every night after recharging the ins. Pt said that it was so frustrating and that they were stuck not moving in bed. The issue was not resolved. A replacement recharger (rtm) was sent out. Additional information received from the patient. Patient called back and stated that they had received a replacement recharger this week and it was working fine until yesterday. Patient stated when they try to charge the implant, they get "system problem rm03." Patient said that they plug the recharger in, put the antenna on, stay absolutely still, and it will show it's charging for a minute then comes up with "system problem rm03." Patient thought it was a fluke at first but it has been coming up repeatedly this morning. Agent had patient reset the controller and examine all the equipment for damage. Patient denied any visible damage. A new controller was requested.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(6), product type: programmer, patient product ID 97755-s, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger. Product ID 97745 lot# serial# (B)(6) product type programmer, patient. Product ID 97755-s lot# serial# (B)(6) product type recharger. H3: analysis found the complaint unverified, found no issues with rtm charging the ins. No anomalies were visually observed. Passed final functional test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep called in with the pt to report that the pt texted them last night as they had received their new controller, however they are still seeing rm03 persistently when charging, and it is taking them 2 hours to charge their ins. Technical services (ts) confirmed on the call that the rm03 code only began to come up when the pt had their rtm replaced (see sn in secure note). Pt also stated on the call that they were sent the incorrect back to their controller, however then confirmed that they had the correct back and it fit normally over the li battery pack. Ts sent an email to repair to send a new rtm to the pt, and provided this case number for future reference, if troubleshooting is necessary. Ts advised pt to call pss if needed.